Event description:
It was reported the atrial lead exhibited undersensing. The lead was repositioned and it remains in use. It was also observed the device charge time was longer than expected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead (B)(6) 2006; 6949 implantable tachy lead (B)(6) 2007. (B)(4).